Event description:
From staff: patient was having stone manipulation and removal done with laser. Moses 200 was opened, however when product was put to use the laser fiber did not operate at all. Manufacturer response for laser fiber, moses (per site reporter). Unfortunately, we have seen a number of faulty 200um moses fibers. It appears to be a manufacturing issues where the fiber attaches to the screw part. The energy is not making it through the fiber at the base. There have been no safety concern, only nuisance. Your machine is most likely fine, but I would recommend checking the blast shield to ensure it is not compromised. We are swapping them out and providing new fibers. Please provide the lot number to (B)(4), cc'd here and the guys from boston sci will replace them with the RMA (B)(4) provides us. I apologize for the trouble. On a positive note, the service call that you initiated will be used to install upgraded holep software. The moses pulse has been modulated further specifically to enhance holeps that should save the hospital even more time and possibly have holep become an outpatient procedure.